Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Updated describe event or problem check spelling b5, implant date d6a, explant date d6b.

Event description:
It was reported that the pump of this artificial urinary sphincter (aus) presented a mechanical problem due to it was acting abnormally, as it would pump and then fill up extremely quickly. The aus was explanted. There is no additional information reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the pump of this artificial urinary sphincter (aus) presented a mechanical problem due to it was acting abnormally, as it would pump and then fill up extremely quickly. The aus was explanted and replaced. There is no additional information reported.